Event description:
A malfunction alarm was reported with a specific malfunction code and fault ID. The customer's blood glucose level remained within the normal range and did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the issue reoccurred.